Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had experienced low blood glucose and insulin pump had keypad anomaly. The customer¿s blood glucose level was 26 mg/dl. The customer reported that the running through more batteries than when new battery out and buttons no longer labeled clearly. It was reported that the rewind was more than once per prime and rewinds slower than when new and also had unexplained no delivery alarms. The customer declined troubleshooting for low blood glucose. The insulin pump will not be returned for analysis.

Manufacturer narrative:
The information provided with the initial report was incorrect. The correct information has been included with this report in summary section.

Event description:
It was reported that the customer's blood glucose value was 30/36 mg/dl.